Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: d5. Correction to g3 of the initial medwatch. The aware date should be march 28 2024. Additional information added to field h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. The legal manufacturer reviewed the cleaning disinfection and sterilization (cds) process steps provided by the customer, and it is unknown if there are deviations from the instructions for use (IFU) as the customer did not provide a response regarding whether they wipe or brush the surface or flush the device with detergent during manual cleaning. During examination, the foreign material could not be identified. There was no physical damage where the foreign material was found. Based on the results of the investigation, the cause of the foreign material that remained in the air/water cylinder, air/water channel, and connecting tube was not confirmed. The instruction manual states the detection method associated with the event in "gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection", and preventative measures in "gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the colonovideoscope exhibited white foreign material in the air/water tube cylinder and the connecting tube. There were no reports of patient involvement.